Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, during a revision procedure (posterior thoracolumbar fusion) in the thoracic vertebra, the surgeon deployed the cross link and tried to tighten the side screw. However, the surgeon was not able to tighten the screw because the screwhead stripped. This report involves one (1) screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: additional device product codes: kwq, osh, mni, mnh, and kwp. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter facility name: (B)(6) hospital. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.